Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cerebrovascular accident and required prolonged hospitalization in intensive care unit (ICU). It was also reported that the patient had a stroke and the physician thinks that it was a result of char on the catheter from the afib ablation. The caller is stated that "they are still working up the patient and they are in the intensive care unit". The caller stated that they had a steam-pop during the ablation and that is the reason why the physician thinks that it was caused by char that embolized to the brain. The caller stated that they did not notice the stroke until late last night, post procedure. The physician thinks that it was a result of char on the catheter from the afib ablation. They had a steam-pop during the ablation and that is the reason why the physician thinks that it was caused by char that embolized to the brain. They did not notice the stroke until post procedure. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31157210l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cerebrovascular accident and required prolonged hospitalization in intensive care unit (ICU). It was also reported that the patient had a stroke and the physician thinks that it was a result of char on the catheter from the afib ablation. The caller is stated that "they are still working up the patient and they are in the intensive care unit". The caller stated that they had a steam-pop during the ablation and that is the reason why the physician thinks that it was caused by char that embolized to the brain. The caller stated that they did not notice the stroke until late last night, post procedure. The physician thinks that it was a result of char on the catheter from the afib ablation. They had a steam-pop during the ablation and that is the reason why the physician thinks that it was caused by char that embolized to the brain. They did not notice the stroke until post procedure. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed char/coagulum residues attached to the dome of the device. The device features were reviewed, and no temperature or irrigation issues were observed; however, during the test, an error 106 appeared on the system due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char was confirmed; however, the root cause of the steam pop and adverse event remains unknown. The physician¿s opinion on the cause of this adverse event was the procedure. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the thrombus issue. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the error 106 issue. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported adverse event and steam pop issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
20-feb-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cerebrovascular accident and required prolonged hospitalization in intensive care unit (ICU). It was reported by the caller, that the octaray catheter was not visualizing while pacing in the coronary sinus. The caller stated that this is an on-going issue where they are not able to map while pacing. The caller stated that they were pacing from the cs and have trouble gathering matrix, the catheter blinks in/out, and they cannot map from it. The customer¿s reported visualization issue while pacing is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. It was also reported that the patient had a stroke and the physician thinks that it was a result of char on the catheter from the afib ablation. The caller is stated that "they are still working up the patient and they are in the intensive care unit". The caller stated that they had a steam-pop during the ablation and that is the reason why the physician thinks that it was caused by char that embolized to the brain. The caller stated that they did not notice the stroke until late last night, post procedure. The caller did not have any additional information at this time. The ablation catheter is available for return. All other catheters were discarded. The physician thinks that it was a result of char on the catheter from the afib ablation. They had a steam-pop during the ablation and that is the reason why the physician thinks that it was caused by char that embolized to the brain. They did not notice the stroke until post procedure. Additional information received indicates the ablation catheter was switched out after the physician had removed it post steam pop. He noticed char/coagulum on the tip and a different ablation catheter was used for the remainder of the procedure. Patient has improved but patient required extended hospitalization due to stroke complications including aphasia, weakness, facial droop. ICU stay was required. Char was located on the tip electrode. No issues or error prior to steam pop. No temperature or flow related issues on the catheter. Power control with thermocool sf selected. 50w for all lesions. Temp cut off: 40 c. Power cut off: 50w. Steam pop occurred well into the ablation while homogenizing scar in the low posterior wall of the left atrium. Unknown retrospectively exactly which of the 296 lesions involved steam pop. That area of the left atrium (la) had starting impedences in the 120-130 ohms range. Avg temp was 24 c. All lesions were done at 50w. There were multiple very long ablation sessions where the physician moved the catheter around the target area to acquire new visitags without coming off ablation. Patient was anticoagulated and activated clotting time (act) was maintained above 350. This particular patient had an act overshoot to 460 prior to the event. The duration of ablation used was greater than 120 seconds. Moments of higher force were noted. He attempted to maintain less than 40g but certainly there were lesions greater than 25g. Irrigation rate was recommended stsf settings.